Event description:
Upon notice of clinipad recall while doing foley irrigation noted clinipad. Chart review indicates pt with uti of pseudomonas aeruginosa and enterococcus faecalis. Pt has long hx of uti, foley cath irrigations. Possible causal relationship.

Event description:
Add'l info rec'd from co 5/25/00: based upon the info contained in this report, co has determined that the criteria for report filing has not been met. Co is not the MFR of this product, therefore, they are not submitting a report. Co has, however, notified the supplier of this incident.